Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information reduced cardiopulmonary reserve. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report b5 allegation was wrongly putted now is corrected and updated.

Event description:
The manufacturer received information inflammatory response; kidney disease/toxicity; liver disease/toxicity; lung disease, lung damage, severe ear, nose, & throat inflammation, & tumor in intestines. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.